Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and found broken fitting on helium reservoir. The fse determined that the unit had been dropped on its back, denting the cover. The helium leak was greater than 1 psi per minute. To fix the issue, the fse replaced the helium reservoir assembly, and performed all functional and safety checks to meet factory specifications. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation,investigation findings, investigation conclusions),h10,h11. Corrected fields - d5.